Event description:
It was reported the luer extension tube of the cool path duo ablation catheter detached from proximal end of the catheter handle during an ablation procedure. The catheter was replaced to complete the procedure. There were no consequences to the pt. Additional info was requested but was unavailable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.